Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: it was reported that the patient was overdosed and "it almost killed her." The patient was also have a problem with the personal therapy manager (ptm). There was an "8503 physician bolus in progress" message on the ptm in december.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a pump refill on (B)(6) 2012. The reporter indicated that the report he has showed that in (B)(6), the patient's dose was '4 ounces' and somehow they put '20 ounces' in which was 148% more than normal. Following the refill, the patient was rushed to the hospital intensive care unit. Per the reporter, the pump kept pumping fentanyl and 'almost killed her'. The pump was shut down by placing a magnet behind it. The reporter believed that either the medication was injected directly into the spine or the pump was overfilled causing it to continuously run and it was flushing through the patient's body or the pump was defective. The reporter indicated that he had to resuscitate the patient on the way to the hospital. She was fine afterwards but when she laid down she did not look fine. The last refill was on (B)(6) 2012 and there were no ramifications. It was noted that the patient usually gets her pump filled monthly but this time there was enough drug to go until (B)(6) 2013. The reporter also indicated that following the refill the ptm was showing an '8503 physician bolus in progress" message. Additional information has been requested but was not available at the time of this report.